Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report: #(B)(4). Product not returned for evaluation. Most likely underlying root cause: mlc-61- improper use / mishandled by end user. Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure that the initial concern is resolved - able to establish contact with customer who indicated that customer states the issue has been resolved and wont send us any needles for investigation.

Event description:
Consumer reported complaint for pen needles. Customer stated that the pen needles are dull. The customer did not report symptoms. Medical attention is not reported as a result. The product storage location is undisclosed. The needle lot manufacturer's expiration date is 08/01/2023 and open date is undisclosed.